Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe the blister package was open. The following information was provided by the initial reporter: ¿blister open / double layer."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-jun-2022. H6: investigation summary: three photos and ten 3ml syringes in blister packages from batch 1181113 were received and evaluated. Three of the samples were observed to have an off-white tape present, there was no seal where the tape was present. Two samples were observed to have a folded over piece of top web in the corner of the blister package which resulted in a seal channel. Five samples were observed to have two pieces of top web sealed and clear packing tape was also present on the blister packages. These conditions together resulted in almost a complete lack of a seal. The observed conditions were non-conforming per product specification. Potential root cause for the open seal defects is associated with the with a failure to properly change the top web and deficiencies related to the web change procedure. It is likely that the associate changing the top web failed to remove the outer layer that contained the off-white tape and failed to ensure that the tape splice was removed. As corrective actions, updated the procedure for changing top webs to include the requirement to remove the outermost layer of web prior to introducing to the machinery and an quality alert will be issued to manufacturing associates detailing the defect. A device history record review was completed for provided lot number 1181113. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported before use the bd plastipak¿ centric luer-lock hypodermic three-piece syringe the blister package was open. The following information was provided by the initial reporter: ¿blister open/double layer".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.